Event description:
It was reported that an mc3 dual lumen extracorporeal membrane oxygenation (ECMO) cannula used on a patient was found to have a pin hole on the cannula body after being on the patient for 40 days. The cannula was reportedly moved 100 times, and it was alleged that a suture cut or blade use may have accidentally cut the cannula body, with the damage reported to be in the location of the sutures. The hemostasis cap was reportedly used when the introducer was inserted into the cannula body connector. The device was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that there was a small amount of blood loss due to the pin hole leak, however no blood transfusion was needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.